Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope displayed a scope communication error (error code e226). The issue occurred during sedation while the device was inside the patient, and the procedure was completed using an olympus backup device. There were no reports of patient harm.